Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Event indicates subcutaneous use, which is off label use for dermabond products. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please be sure to inform of IFU with topical skin adhesive/dermabond products. Description of event, symptoms, manifestation of reaction? Name of surgery? What was the procedure date? What date /day post op was the issue noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. Product code and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown outpatient procedure on an unknown date and topical skin adhesive was used. At the outpatient, the product was used on the forearm for subcutaneous closure of the catheter insertion port. Later, it is considering that remove the remaining adhesive fluid at the wound. No sample will be returned. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please be sure to inform of IFU with topical skin adhesive/dermabond products. Description of event, symptoms, manifestation of reaction? Unk name of surgery? Unk what was the procedure date? Unk what date /day post op was the issue noted? Unk was any prescription strength medication prescribed? Please specify? Unk was any surgical intervention performed? Unk please describe how was the adhesive was applied. Product code and/or lot of products used? Product code: anx12, lot number: unk current patient status. Unk name of surgeon? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.